Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr), thickened , long and flail leaflets for a mitraclip procedure. During preparation, steerable guide catheter(sgc)was unable to hold column while deairing the flush port. . The sgc was replaced with another device to complete the procedure. A mitraclip was implanted. The mr was reduced to grade 1 post procedure. After 30-45 minutes of deployment of the clip. The clip opened more than 120 degrees. It was intact with the leaflets. The mr was increased to grade 2-3. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr), thickened, long and flail leaflets for a mitraclip procedure. During preparation, steerable guide catheter(sgc)was unable to hold column while airing out the flush port. The sgc was replaced with another device to complete the procedure. A mitraclip was implanted. The mr was reduced to grade 1 post procedure. After 30-45 minutes of deployment of the clip. The clip opened more than 120 degrees. It was intact with the leaflets. The mr was increased to grade 2-3. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.